Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, approximately 6 weeks after an optease ivc filter was implanted, the patient underwent an unsuccessful retrieval of the cordis optease ivc filter. Approximately two weeks later, the filter was found to have migrated inferiorly with the tip of the filter extending into the right common iliac vein. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The information available at this time suggests that he filter was implanted for approximately six weeks. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter migration remains uncertain. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, "sail" effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is possible that procedural factors contributed to migration of the filter during or following attempted retrieval. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, approximately 6 weeks after an w optease ivc filter was implanted, the plaintiff underwent an unsuccessful retrieval of the cordis optease ivc filter. Approximately two weeks later, the filter was found to have migrated inferiorly with the tip of the filter extending into the right common iliac vein.

Manufacturer narrative:
An additional filing was received indicating that the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, migration, perforation, and dvt. (B)(4). As reported in the legal brief, approximately 6 weeks after an optease ivc filter was implanted, the patient underwent an unsuccessful retrieval of the cordis optease ivc filter. Approximately two weeks later, the filter was found to have migrated inferiorly with the tip of the filter extending into the right common iliac vein. An additional filing was received indicating that the filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, migration, perforation, and dvt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vena cava thrombus in the filter does and dvt do not represent a device malfunction. The reported vena cava thrombosis and dvt could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter retrieval difficulty could not be confirmed and the exact cause could not be determined. The information available at this time suggests that he filter was implanted for approximately six weeks. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the filter migration remains uncertain. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is possible that procedural factors contributed to migration of the filter during or following attempted retrieval. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.